Event description:
Pt on pca mso4 pump for chronic cancer pain. He receives a continuous dose hourly and has the option of a bolus dose every 6 minutes. Pt had been on this pump since 9/19/96. On event dates above, pt pressed bolus dose button on pump and the pump went into the stop mode each time. Pt could not get bolus dose until he removed battery from pump and restarted it; therefore, pt was without bolus dose for extended period. Pump sent to MFR.